Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit broke free from the pusher wire and half was in the coil mass with the tail sticking out into the parent artery before the device was hooked up to the power supply. The device was manipulated as much as possible back into the aneurysm. The procedure was completed and determined to be a technical success, although the physician was frustrated with the separation of the device pre-emptively. The patient died subsequently, but it was determined that it was due to other factors. The device will not be released for evaluation.